Manufacturer narrative:
Customer entity: department of gastroenterology, mayo clinic rochester, minnesota, USA, department of gastroenterology, mayo clinic florida, jacksonville, USA, or gastroenterology division, department of medicine or university of pennsylvania perelman school of medicine,philadelphia, pennsylvania, USA. The unknown devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the attached journal article. Reference "(B)(4) belghazi 2020.pdf". This file was opened to investigate the effect of stenosis requiring endoscopic treatment which was observed in 231 out of 2447 patients reported in the united states. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution dt-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use which informs the user about the potential complications "those associated with emr include, but are not limited to : retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. Medical advisor has confirmed that the device functionality did not contribute to the issue. This effects experience were the result of the procedure being performed. "The postprocedural bleeding was procedure related, it depended on how the physician performed the mucosectomy and patient's underlying condition or condition occurring during the mucosa healing process.." Complaint is confirmed based on customer testimony. In 219 out of 231 patients, median 2 (iqr 1 ¿ 4) dilations were required. The remaining patients underwent incision therapy (n=2). The remaining patients underwent stent placement (n=10). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 24-aug-2020, this follow up MDR is being submitted to include the investigation conclusions. The date of event has been updated to reflect the date the literature was accepted. Initial complaint details: risk factors for serious adverse events associated with multiband mucosectomy in barrett¿s esophagus: an international multicenter analysis of 3827 endoscopic resection procedures. Belghazi et al. 2020. Stenosis - stenosis requiring endoscopic treatment was observed in 231 out of 2447 patients accounting for a stenosis rate of 9.4 %. In 219 out of 231 patients, median 2 (iqr 1 ¿ 4) dilations were required. The remaining patients underwent incision therapy (n=2). The remaining patients underwent stent placement (n=10). Tthe data from this paper was obtained from 7 countries 7 countries (australia, belgium, canada, the netherlands, switzerland, united kingdom, united states) as an exact location cannot be determine for the complaints, a complaint has been originated for each location. This report will only address the reporting requirements for the us.

Manufacturer narrative:
The exact hospital is unknown however potential hospitals are: (B)(6) clinic (B)(6). (B)(6) clinic (B)(6). University (B)(6), USA). Investigation is still pending. A follow-up report will be submitted to include the investigation conclusions. [(B)(4)].

Event description:
Risk factors for serious adverse events associated with multiband mucosectomy in barrett¿s esophagus: an international multicenter analysis of 3827 endoscopic resection procedures. Belghazi et al. 2020. Stenosis - stenosis requiring endoscopic treatment was observed in 231 out of 2447 patients accounting for a stenosis rate of 9.4 %. In 219 out of 231 patients, median 2 (iqr 1 ¿ 4) dilations were required. The remaining patients underwent incision therapy (n=2). The remaining patients underwent stent placement (n=10). The data from this paper was obtained from 7 countries 7 countries (australia, belgium, canada, the netherlands, switzerland, united kingdom, united states) as an exact location cannot be determine for the complaints, a complaint has been originated for each location. This report will only address the reporting requirements for the us.